Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the posterior spinal fusion for the osteoporotic compression fracture. The cement was injected to reinforce the screws. The surgery was completed successfully without any surgical delay. On (B)(6) 2021, kyphosis of the spine and vertebral body fracture were confirmed during consultation. He also reported that he had fallen on his behind. The patient suffers from parkinson's disease, revision or conservative treatment may be considered, and the future treatment method has not been determined yet. No further information is available. This complaint involves two (2) devices. This report is for (1) vertecem v+ cement kit. This report is 1 of 2 for (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the posterior spinal fusion for the osteoporotic compression fracture. The cement was injected to reinforce the screws. The surgery was completed successfully without any surgical delay. On (B)(6) 2021, kyphosis of the spine and vertebral body fracture were confirmed during consultation. He also reported that he had fallen on his behind. The patient suffers from parkinson's disease, revision or conservative treatment may be considered, and the future treatment method has not been determined yet. No further information is available. This complaint involves two (2) devices. This report is for (1) vertecem v+ cement kit. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.